Event description:
Reported that the device was inaccurate, found during biomed testing. The technician reported during an accuracy test on channel 2, the device was set at a rate of 200 ml for 2 mins of test time and the device delivered 9.12 ml or 8.24%.